Manufacturer narrative:
The investigation is underway.

Event description:
It was reported that a patient experienced redness and scabbing attributed to burns on the eye after a thermage flx treatment. Though requested, no additional information was provided.

Manufacturer narrative:
Though requested, no additional information was received. The product was not returned for evaluation, nor were the datalogs provided for review. As the product serial number was not provided, a review of the device history record could not be performed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. According to thermage flx user manual, burns and redness are a known possible side effect during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The customer has not provided responses to event questions or product return after multiple follow up attempts. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No corrective action is necessary at this time.